Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.

Event description:
It was reported that, during a photoselective vaporization of the prostate procedure, the fiber broke. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.